Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wheel of an ak 98 machine was observed to be damaged during an unspecified process step. The device was at risk of tipping over. There was no patient involvement. No additional information is available.